Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Clinical evaluation: complications including pain may be caused by adhesions, nerve impingement or incorrect mesh securement. Inadequate suture fixation may lead to mesh contracture and other complications requiring surgical intervention. The compromised patient undergoing a second surgery for explant has increased risks. The fixation technique, method and products used are left solely to the discretion of the surgeon to optimize clinical outcomes. Important aspects of user experience include the necessity of having operative planning with full identification of the extent of the hernia, adept skills in the application of sutures/tacks, and reconstruction skills assuring closure of the wound in layers and coverage of the implanted mesh with minimal space for serous collections and no direct pathway to the mesh from the skin. The IFU warns that "complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines)." This report was received from FDA - report mw5055750. Related report is 1219977-2015-00308 as patient reported two mesh.

Event description:
In the year 2013 patient had hernia repair surgery using mesh. Patient has reported pain following surgery.